Event description:
N/a.

Manufacturer narrative:
Device was explanted from the patient and discarded and not returned to the tei facility. After interviewing product sciences manager, about the provided images. He stated that the images show what it appears to be surgimend product degradation in the area of the hernia repair. Since the images were taken a week after implantation, he would not classify this hole as a manufacturing or device anomaly. This could go under the category warned against in the IFU, where it states to be careful in areas of potential infection or in contact with digestive enzymes. It is possible that the collagen device can be degraded locally by presence of infection (bacteria), or enzymes (proteases) like those found in bile (bile leak is a known complication in liver transplant patients). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Root cause is indeterminable. The device was not returned for failure analysis. There were no anomalies found in the DHR review. Based on the DHR review conducted, there is no indication that the manufacturing or final packaging/labeling processes may have contributed to this complaint. Additionally, all finished goods lots released to the market by integra lifesciences meet raw material, in-process and finished goods release acceptance criteria for all required inspections and tests.

Manufacturer narrative:
Product return could not be accepted as explanted product cannot go through decontamination process, and cannot be introduced into the tei lab as a risk of contamination to personnel and product exist. Additionally decontamination process of product will affect product properties therefore failure analysis and root cause would be indeterminable. Additional information: the hernia was a grade 2. There were no infections either pre or post surgery. The swabs from the explant came back clean with no indications. The patient was post liver transplant with no underlying conditions present. Suturing techniques were identified to be suitable and no other problems apparent during the initial surgical procedure.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
A surgimend 4.0 25x40cm was implanted (B)(6) 2019 for the treatment of an incisional hernia repair of a post liver transplant patient. The repair required a bridged repair. The tsm was present for the case and is satisfied surgimend was prepared and used correctly. The patient called one week later on (B)(6) 2019 due to a bowel obstruction. Upon opening up the patient, a hole in the mesh was observed. The patient was operated on to resolve bowel obstruction and closed with skin only - will require further operation for repeat hernia repair. Additional information has been requested.